Manufacturer narrative:
No probe sample has been returned for evaluation. A review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Because a sample was not returned and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the handpiece and cutter "exploded" in the eye during surgery. The product was replaced and procedure completed with no patient harm. Additional information and sample has been requested.